Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the latitude monitoring system had a high impedance alert for this subcutaneous implantable cardiac defibrillator (sicd) system. The low energy shock impedance was 218 ohms which is high but within normal limits. Technical services reviewed the impedance history with the caller. The historical system impedances have ranged from 150-200 ohms. The implant high energy shock impedance was 125 ohms. An x-ray was done, and the local representative stated the system was poorly placed. The sicd system was explanted and replaced with a transvenous system. There were no known additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the latitude monitoring system had a high impedance alert for this subcutaneous implantable cardiac defibrillator (sicd) system. The low energy shock impedance was 218 ohms which is high but within normal limits. Technical services reviewed the impedance history with the caller. The historical system impedances have ranged from 150-200 ohms. The implant high energy shock impedance was 125 ohms. An x-ray was done, and the local representative stated the system was poorly placed. The sicd system was explanted and replaced with a transvenous system. There were no known additional adverse patient effects.